Manufacturer narrative:
Concomitant medical product: 5076-45, lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and increased impedance, and increased thresholds. It was noted that there was an rv lead warning. The rv lead remains in use. No patient complications have been reported as a result of this event.